Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.25x28mm, de novo, concentrically shaped, target lesion was located in the non-calcified and non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon catheter. Residual stenosis of the target lesion was noted to be 70%. A 3.5x32mm liberte bare metal stent (bms) was selected and during prep, it was noted that the stent moved on the balloon. The device was advanced to treat the target lesion; however, the device could not cross the lesion. During withdrawal, the stent dislodged from the balloon while inside the guide catheter the catheter was exchanged and the procedure was completed with the implant of a 3.0x32mm liberte bms. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.25x28mm, de novo, concentrically shaped, target lesion was located in the non-calcified and non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon catheter. Residual stenosis of the target lesion was noted to be 70%. A 3.5x32mm liberte bare metal stent (bms) was selected and during prep, it was noted that the stent moved on the balloon. The device was advanced to treat the target lesion; however, the device could not cross the lesion. During withdrawal, the stent dislodged from the balloon while inside the guide catheter the catheter was exchanged and the procedure was completed with the implant of a 3.0x32mm liberte bms. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was stretched on the balloon. As a result the stent was free moving on the balloon. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be performed. (B)(4).